Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Diverticulitis. What is the surgeon¿s experience with device and who fired the device? Experience surgeon that fired the device. Firing was on peritoneal reflection in pelvis, very low. Was there audible and tactile feedback? Yes. Were the washer and donut inspected for a complete cut? Please provide details. After firing, surgeon said that tissue just fell off device and noticed that there were not any visible staples. Was the device difficult to fire? No. Where in the green zone was the device fired? Yes. What is meant by the ¿device malfunctioned¿? Surgeon did not see any staples in tissue or in device after firing. What is the current patient status? Surgeon made incision larger and hand sewed the bowel. He gave patient an ostomy and will bring patient back in to put back.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Batch # m52p87. Additional information requested: what were the indications for surgery? What is the surgeon¿s experience with device and who fired the device? Was there audible and tactile feedback? Were the washer and donut inspected for a complete cut? Please provide details. Was the device difficult to fire? Where in the green zone was the device fired? What is meant by the ¿device malfunctioned¿? What is the current patient status? The analysis results found that the ecs29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the device malfunctioned and did not properly anastomose the tissue. There was no evidence of staples. The procedure was converted from a laparoscopic procedure to an open procedure. There was a delay in the procedure of two hours. It is unknown if there were additional patient consequences.